Manufacturer narrative:
(B)(4). Two used caresite valves attached to an angiodynamics bioflo PICC line, without packaging, were received for evaluation. One caresite valve was attached to the white PICC port; the second caresite valve was attached to the purple PICC port. In an attempt to replicate the reported event, the returned sample set-up (with caresite valves still attached) was tested at 10 psi water pressure. Leakage was observed at the caresite / purple PICC port connection. Upon removal of the caresite valves, the purple port of the PICC line was observed to be cracked. The caresite valves were then both individually subjected to luer taper, flow, and water pressure (leakage) testing according to specification with acceptable results. There were no leakages observed within the caresite valves. The valves were also viewed under magnification and there was no evidence of any cracks or crazing lines on the caresite valve itself. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The bioflo PICC line is not a b. Braun manufactured item. The returned caresite valves met requirements according to specification. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports while infusing tpn, leakage was noted from purple port on the angiodynamic PICC line. When removed, it was observed that the caresite valve was cracked at the port. The patient required a new PICC line to continue tpn infusion.

Manufacturer narrative:
(B)(4). Fifty-two (52) samples in packaging were returned in connection with this complaint. All of the returned samples passed the leakage test - no leakage was reported. The reported defect could not be replicated. While we are unable to confirm the reported event, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.